Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a consumer reported on behalf of a female patient reported that the injection screw of her humapen luxura hd device does not release insulin when pressing the injection button. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1201g07, manufactured january 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information received from the initial reporting consumer via psp, concerned a (B)(6) female patient of unknown origin. Medical history was not provided. Concomitant medication included insulin human injection, isophane for diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog 100) from cartridge via a reusable pen (humapen luxura half-dose pen), 2 to 2.5 iu thrice daily, subcutaneously, for treatment of diabetes mellitus, beginning in 2014. She was diagnosed with wheat allergy sometimes in 2015. For which she had to eat specific diet. Sometimes in (B)(6) 2016, she performed allergy test and it was negative. So the she started to eat normal diet gradually. Her first glycated hemoglobin was 11 then 10 then 9 and the lowest value was 8.4. Four months ago, it was 9.4. On (B)(6) 2017 her blood glucose level more than 500 mg/dl (reference ranges were provided). The event of blood glucose increased was considered serious due to medical significance. On an unknown date, her blood glucose reached 300 mg/dl and 400 mg/dl for 2 days and she could not control urination, so her mother suspected that the pen did not release the insulin ((B)(4), lot number 1201g07). In the second day at night on (B)(6) 2017, she used insuman pen to give the patient 2.5 iu of insulin lispro so her blood glucose reached 100 mg/dl. Her baseline fasting blood glucose was 130 mg/dl or 160 mg/dl and after eating it was 200 mg/dl. She did not show any symptoms except loss of control of urination only one time and the mother performed acetone test for her and it was negative. On (B)(6) 2017, her glycated hemoglobin was 9.9 (units and normal range not provided). Information regarding corrective treatment for remaining event was not provided. Outcome of the event blood glucose increased was recovered on (B)(6) 2017, did not recovered from the event missed dose and did not provide outcome for remaining events. Status of insulin lispro therapy was continued. The father of the patient was the operator of the humapen luxura half-dose pen and his training status was not provided. The humapen luxura half-dose pen model duration of use was not provided but it was started since 2014. The suspect humapen luxura half-dose pen duration of use was not provided. The suspect humapen luxura half-dose device associated with (B)(4) was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the events to insulin lispro or the humapen luxura half-dose pen. Update 27-dec-2017: additional information received from the initial reporting consumer via psp on 24-dec-2017: added three non-serious events of pollakiuria, glycosylated haemoglobin increased and food allergy. Added laboratory data. Updated causality statement and narrative with new information. Edit 02-jan-2018: product complaint number was received on internal communication, added lot number for humapen luxura, updated the coding of device from humapen luxura, unknown body type to humapen luxura half-dose pen, EU/ca field and processed pc accordingly. No other changes were made to case. Update 04jan2018: additional information received on 04jan2018 from the global product complaint database. Recoded suspect humapen luxura half-dose pen, model ms9673a to humapen luxura half-dose pen, model ms9673 relating to (B)(4). Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer, (B)(4), and noted the suspect humapen luxura half-dose device relating to (B)(4) was not returned to manufacturer. Corresponding fields and narrative updated accordingly.